Event description:
Per the customer, there was a possible inaccuracy where the device showed 1000ml of blood loss, the customer felt is should be 1500ml due to a fibroid tumor. The procedure was completed successfully without a surgical delay. No medical intervention or adverse consequences were reported.